Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the provisional found that the anterior corner of the central post had fractured off. DHR was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Received but not yet evaluated.

Event description:
It has been reported that the provisional is fractured.